Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of no delivery from the reservoir. The customer's blood glucose reading was 284 mg/dl. The customer stated that the no delivery occurred during bolus. The customer changed the infusion set and received another no delivery alert. The customer also mentioned he had an infusion change, and after insertion there was a needle that stayed in him.